Manufacturer narrative:
Additional information has been requested and if made available will be reported in a supplemental report. Method, result, and conclusion codes will be made available following an engineering evaluation.

Event description:
It was reported that ..."on (B)(6) 2010, the patient underwent the surgery with the small xia. On (B)(6) 2013, the surgeon confirmed x-ray. And he found that the connector broke. Therefore, the surgeon removed the broken connector and the patient underwent the revision surgery on (B)(6) 2013. The surgeon requested the investigation of the broken connector..."

Manufacturer narrative:
Method: device history review; complaint history review; risk assessment. Results: the customer reported event of xia 4.5 extended connector breakage, was confirmed via x-rays taken 5 months post-op and provided for the investigation, as the product was not returned. A manufacturing review did not reveal any nonconformities. The cause of the reported fracture of the xia 4.5 extended connector cannot be conclusively determined. However, review of similar complaints has revealed that this issue is often caused by fatigue breakage due to the structure of the construct. Conclusion: the cause of the reported fracture of the xia 4.5 extended connector cannot be conclusively determined. However, review of previous similar complaints has revealed that this issue is often caused by fatigue breakage due to the structure of the construct.

Event description:
It was reported that .. "On (B)(6) 2010, the patient underwent the surgery with the small xia. On (B)(6) 2013, the surgeon confirmed x-ray. And he found that the connector broke. Therefore, the surgeon removed the broken connector and the patient underwent the revision surgery on (B)(6) 2013. The surgeon requested the investigation of the broken connector..."